Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Reportedly, customer continued using pump for insulin therapy.